Manufacturer narrative:
The lens was returned dry in a lens case/vial with clear surgical residue/debris on product. Visual inspection found haptic broken. Conclusion code, as per dfu for this lens model, vicls are contraindicated for patients under 21 years old. (B)(4).

Manufacturer narrative:
Serial # (B)(4), expiration date - 10/31/2018. Device manufacture date - 11/07/2015.(B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens not returned.

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -18.0 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to lens opacity (anterior subcapsular).